Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Test investigator reported via e-mail that the customer recently had blood glucose levels of 482 mg/dl and 515 mg/dl. Customer had ketones as well. It was reported that the customer experienced issues with the sensor and had a bad infusion site. No products were replaced or returned for analysis.